Event description:
A customer reported that erroneously low hemoglobin (hgb) and erroneously high platelet (plt) results were generated by the coulter lh 750 analyzer. Initial hgb result was 10.6 g/dl and plt result was 501 x 10 to the third power cells/ul. The original sample was tested for hgb and plt on a different instrument in the customer's lab and different results were obtained for both analytes. The sample was then re-tested on both instruments and repeated results were considered to be correct. The erroneous results were not reported out of the lab. Based on the information provided, there was no death or serious injury and no change to patient treatment associated with this event.

Manufacturer narrative:
Qc is run every shift and was within specifications before and after the event. The specimen was collected in a 5cc vacutainer tube. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced hardwire component, bleached the aspiration pathway and verified the instrument's performance. Although hardware issue was addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.